Manufacturer narrative:
Engineering analysis: visual and dimensional analysis recorded no obvious abnormalities. The returned bd insyte catheter female luer components and the z3373 male luer components recorded measurements that met the applicable iso 594-1 luer taper specifications. The results recorded no out of spec conditions and or compatibility issues. Performance testing recorded no attachment or mating issues. Extensive leak tests were performed at variable time intervals and psig specifications 45 psig for 1 minute; 25 psig for 1 minute than increased to 45 psig for 1 minute. The results recorded no leakages and/or performance issues were replicated. Conclusion: the involved z3373 device sets were not returned for analysis and confirmation. Testing and analysis of the returned packaged z3373 device sets recorded no non-conformances, out of spec conditions and/or performance issues. The returned unused device sets meet the product performance specifications and the iso standard testing requirements. The exact cause of the facility's product issues remains unk.

Event description:
(B)(4) received reporting peripheral IV-related infections due to leakage issue with use of one z3373 7" smallbore pressure infusion w/remv clear microclave extension set. Manufacturer's f/u report: two, 2 packaged z3373, lot #13-692-he and packaged bd insyte catheter were returned.